Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Explant date (2021 reports): explant date: not applicable, as lens was not explanted. (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted using a non-johnson & johnson cartridge, and doctor found a scratch just off the center of the visual axis. The patient's vision is good and doctor is leaving the iol in the eye. No further information available.